Manufacturer narrative:
No conclusion code available. Final analysis found broken wire bonds between the hybrid and rf flex module causing intermittent electrical contact resulting in backup vvi.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a follow up experiencing muscle stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed. The patient's condition was good.

Event description:
New information indicated that the pulse generator was again in backup vvi operation. The device was explanted and replaced.